Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 2 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to clear the alarm. The tsr explained the meaning of the alarm to the hp. The hp stated they had a pet which caused a leak in the patient line. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the home patient (hp) stated they had a pet cause a leak in the patient line. The cause was determined to be animal damage. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.